Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient received a transplant on (B)(6) 2017. No further information was reported.

Event description:
Additional information was received that the patient was not transplanted on (B)(6) 2017. The transplant was reported incorrectly.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The account reported that the patient was transplanted on (B)(6) 2017. There were no alarms or adverse patient consequences associated with this event. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. No product is available for investigation. No specific device-related issues or adverse events were reported; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas is indicated for use as a ¿bridge to transplantation¿ for cardiac transplant candidates who are at risk of imminent death from non-reversible left ventricular failure. No further information was provided. The manufacturer is closing the file on this event.